Event description:
Rotating head was loose and stapler magazine kept falling out of 2 staplers. Device returned to sales rep. Manufacturer response for device 1, (brand not provided), (per site reporter). Unknown at this time.

Event description:
Rotating head was loose and stapler magazine kept falling out of 2 staplers. Device returned to sales representative. Manufacturer response for device 1, (brand not provided) (per site reporter): unknown at this time.